Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump alarmed compromised force sensor system. It was also mentioned that the drive support cap was normal. Blood glucose level was 112 mg/dl at the time of the incident. Troubleshooting did not resolve issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised forced sensor system alarm during basic occlusion test due to slightly loose drive support disk.